Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a nurse on 10/05/2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4) this case involves an adult, female, pt, who received poly-l-lactic acid on an unk date for the purpose of cosmetic enhancement. Relevant medical history and concomitant medication info were not mentioned. On an unk date the pt developed lumps on her cheeks and in the corners of her mouth following treatment with poly-l-lactic acid. The reporter believed it was due to the pt not massaging the area properly after treatment and the thinness of the pt's skin. Action taken/corrective treatment/outcome - unk. (B)(4) reporter's causality assessment: not provided.